Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false negative shiga toxin-producing e coli (stx) patient result was obtained. Biofire panel gave positive result for stx2. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel assay (ref. 442963) from lot 5044746 was performed by the review of manufacturing records, retain material testing and by the complaint¿s history review. Customer reported a negative result for the shiga toxin (stx) target, which was later retested using another verification method (biofire®) that returned a positive result for the stx2 target and etec target. The etec target, which is not detected by the bd max¿ ebp assay, was not analyzed. The review of quality control records of bd max¿ ebp assay lot 5044746 revealed no anomalies that could explain the customer¿s discrepant results. The retain material of bd max¿ ebp assay from lot 5044746 was tested and the results were as expected. Despite multiple attempts made to receive information, no additional data was available for investigation. Without data no analysis was possible, the root cause could not be identified, and bd was unable to confirm the customer issue. Based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ ebp assay lot 5044746. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
D2: additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false negative shiga toxin-producing e coli (stx) patient result was obtained. Biofire panel gave positive result for stx2. There was no report of patient impact.